Event description:
It was reported that an episode of inappropriate shock due to noise and oversensing was observed on this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Further evaluation of the system was discussed. This system remains in service. No adverse patient effects were reported.